Manufacturer narrative:
On 12/12/2019, the device was visually inspected and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Note: the patient's weight was (B)(6), the patient's height was (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc on the right breast implant and mentor memorygel breast implant 250cc on the left breast implant experienced breast pain and rupture on the right breast implant. The patient experienced complications on (B)(6) 2019. The patient had experienced bilateral capsular contractures baker grade IV. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 325cc, catalog 3503251bc , sn (B)(4) on the right side and with mentor memorygel breast implant 300cc, catalog 3503001bc, sn (B)(4), lot 7680764 on the left side on (B)(6) 2019. This medwatch is for the left breast implant.